Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments/partial display due to pump flashing white light on the display. Unit was received with scratched case.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify missing segments/partial display due to pump flashing white light on the display. Unit was received with scratched case.

Event description:
Customer reported via phone call that insulin pump had flashing display. Customers states that no report of pump screen flashing when screen was turned on after being in sleep mode. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.